Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog # 211253, compr srs 50mm dst hml bdy rt, lot # 155900; catalog # 211224, compr srs ic seg - 30mm, lot # 818040. The device will not be returned for analysis; however, the investigation was reopened due to receipt of product information and it is currently in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to progressive humeral loosening and humeral bone loss approximately nine (9) months post-implantation. The patient was experiencing pain and decrease in activities of daily living. The revision incorporated the use of an intramedullary humeral device with a hemiarthroplasty shoulder component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: (B)(6). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03287, 0001825034-2017-03295 and 0001825034-2017-03349.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to progressive humeral loosening and humeral bone loss approximately nine (9) months post-implantation. The revision incorporated the use of an intramedullary humeral device with a hemiarthroplasty shoulder component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical product - unknown srs distal humeral body, part# unk lot# unk; unknown discovery humeral condyle kit, part# unk lot# unk; unknown discovery ulna, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographic assessment forms. The results identified: 6 month: radiolucencies of the humeral component and component loosening of humeral component identified. No heterotopic bone formation, component migration, or evidence of union or bridging callus. Surgeon noted humeral component became loose and needed to be revised device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.